Event description:
It was reported surgical intervention may be pending to retrieve the device fragment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the device fragment was explanted.

Event description:
It was reported that during the trial implant procedure on (B)(6) 2021 contacts of the trial lead broke off of the lead body. The lead was removed from the patient, however, the contacts still remain in situ.